Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an (B)(6)-year-old male patient of an unknown ethnicity. Medical history and concomitant medications were unknown. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100 u/ml), from a cartridge via a reusable pen (humapen ergo ii), twice daily (bid) (24-25 unit in the morning and 14 units in the evening), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2018 (or (B)(6) 2018; conflicting information was provided). On (B)(6) 2018, three days after starting human insulin isophane suspension 70%/human insulin 30% treatment, he prepared the humapen ergo ii injection and did not see the human insulin isophane suspension 70%/human insulin 30% outflow, just one or two drop outflow and the screw rod did not move as well (batch number: (B)(4), pc: unknown). He suspected an inaccurate dose which led to dizziness and he was not conscious. The event of loss of consciousness was considered as serious by the company due to medically significant reasons. Information regarding corrective treatment of the events was not provided. Outcome of the events was unknown. Treatment with human insulin isophane suspension 70%/human insulin 30% was continued. No additional follow up could be attempted since the reporter refused to be followed up via phone and physician contact information was unknown. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii device model and suspect humapen ergo ii device duration of use was three days. The humapen ergo ii suspect device was continued and its return was expected. The reporting consumer did not know whether the events were related with human insulin isophane suspension 70%/human insulin 30% treatment and did not provide relatedness between the events and humapen ergo ii. Edit (B)(6) 2019: updated medwatch and (B)(4) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Event-. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6)2019 in theevent field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen ergo ii device did not move and just one or two drops of insulin flowed out. The device was not returned to the manufacturer for investigation (1704d02, manufactured april 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint history review did not identify any atypical findings with regard dose accuracy issues. While an initial potential trend signal for total number of complaints was identified, a comprehensive complaint and batch record review did not identify any atypical findings with regard to injection screw/ratchet not moving issues, and there are no confirmed malfunctions for the batch. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an 82-year-old male patient of an unknown ethnicity. Medical history and concomitant medications were unknown. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100 u/ml), from a cartridge via a reusable humapen ergo ii pen, twice daily (bid) (24-25 unit in the morning and 14 units in the evening), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6)2018(or (B)(6)2018; conflicting information was provided). On (B)(6)2018, three days after starting human insulin isophane suspension 70%/human insulin 30% treatment, he prepared the humapen ergo ii injection and did not see the human insulin isophane suspension 70%/human insulin 30% outflow, just one or two drop outflow and the screw rod did not move as well, but the injection button could be pushed down (batch number: 1704d02, pc: 4570650). He suspected an inaccurate dose which led to dizziness and he was not conscious. The event of loss of consciousness was considered as serious by the company due to medically significant reasons. Information regarding corrective treatment of the events was not provided. Outcome of the events was unknown. Treatment with human insulin isophane suspension 70%/human insulin 30% was continued. No additional follow up could be attempted since the reporter refused to be followed up via phone and physician contact information was unknown. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii device model and suspect humapen ergo ii device duration of use was three days. The suspect device, which was manufactured in (B)(6)2017, was not returned to the manufacturer. The reporting consumer did not know whether the events were related with human insulin isophane suspension 70%/human insulin 30% treatment and did not provide relatedness between the events and humapen ergo ii. Edit (B)(6)2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6)2019: additional information received on (B)(6)2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4) associated with lot 1704d02 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.